Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs in 2009 alleging that their one touch ultra meter does not power on. A medical surveillance specialist (mss) sent a letter to the pt to contact lfs to obtain further clinical info, since mss was unsuccessful in getting a hold of the pt. The pt mentioned that the issue with the meter began a couple of weeks ago. The pt started that approx 2 weeks ago, he began to exhibit symptoms of feeling shaky. He did not seek any medical attention or contact his physician for assistance. This was not the first time the product was being used. The pt pressed the power button and the meter would not power on. The pt was using the correct vial of test strips. Issue was not resolved via troubleshooting. The meter was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, whether the pt continued to take their diabetes medication when the meter was not working, how long the symptoms lasted and to verify whether or not they did not treat themselves based on the symptoms. The complaint is being reported since the pt alleged that due to the meter not powering on for a couple of weeks, he developed symptoms suggestive of hypoglycemia.